Manufacturer narrative:
Additional narrative: additional device product codes: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee.. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the ti locking screw package, delivered to the distributor was empty. This report involves one (1) ti locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: supplier ¿ eptam precision metals / inspected, packaged and released by: monument. Release to warehouse date: march 10, 2020, part number: 04.614.508, ti locking screw, lot number: 37p3861 (non-sterile), lot quantity: 248. Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspectionmet all inspection acceptance criteria. Certificate of conformance supplied by eptam dated february 25, 2020 was reviewed and determined to be conforming. Packaging label log (pll) was reviewed and determined to be conforming. A total of 252 labels were printed. 248 labels were used on product; 1 label was used on the pll and 3 labels were destroyed. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of this product that would contribute to this complaint condition. Component part(s) reviewed: component part dhrs were not reviewed as the reported complaint condition of ¿no item in package¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Visual inspection: the investigation was conducted at the manufacturing facility, monument. The package for part number 04.614.508, lot 37p3861, was returned for evaluation and examined by the quality engineer. The package does not contain screw contents; therefore, the review supports the complainant¿s description of the complaint condition. Thus, the complaint is confirmed from a manufacturing standpoint. Manufacturing review: the product review supports the complaint description in which the package does not contain any items. A review of the device history record for this part and of the product photos show the package went through the appropriate operation to be packaged, through the flow inspect/pack operation. The packaging operation is a manual operation in which the operator is required to physically place the material into the bag and press a foot pedal to activate the machine to seal the bag. As the product was not placed into the package, the assignable cause is man error in which the operator did not place the material into the bag prior to sealing. Document/specification review: - nc review: a 1 year nonconformance data review was conducted for "packaging/ empty package" at monument site, and nine (9) related nonconformances were found. - CAPA review: a 1 year CAPA review was conducted for "packaging/ empty package" at the monument site and no related capas were found. - product complaint review: a 2 year complaint data review (from august 2018-2020) was completed for related confirmed complaints for this part pn 04.614.508, non-sterile locking screw synapse. Two other related "packaging: incorrect quantities" complaints were found in addition to this one pc-00070779. - risk review: production risk management document for hazard: "packaging/ empty package" have severity listed as 3, surgical delay -significant. The probability of occurrence of harm is listed as a 1. One year's sales for pn 04.614.508 for the last year was 46216 (total calculated based on joe and sap monthly sales between july 2019-july 2020 per j&j sales-complaint database investigation conclusion: the overall complaint was confirmed as the package does not contain the screw contents. The monument packaging process is specific to each production order. Therefore, packaging defects are specific to the packaging event in which they occurred. In conclusion, there is no indication of a systemic issue and the probability of occurrence is improbable for empty package nonconformities. The need for further corrective/preventive action will be assessed within the nr. Further investigation will not be conducted in this complaint as it will be addressed within nr. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.